Manufacturer narrative:
Date sent to the FDA: 9/24/08. Recurrent hernia - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that her husband developed a recurrent inguinal hernia approx five months following a previous hernia repair. Repair is planned but not scheduled.